Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Device communicated and calibrated properly with test guardian link transmitter. No anomalies noted. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had high blood glucose level of 400 mg/dl. Customer was not feeling ok for troubleshooting. It was unknown whether the customer was using auto mode or not. The insulin pump will be returned for analysis.